Manufacturer narrative:
Investigation details the customer reported that they do not perform quality control (qc) testing for panel cells. Customer reminded to perform qc. The card and reagent red blood cells storage and usage conditions were checked and confirmed to be aligned with ortho's recommendations. The customer reported no visual appearance defects for these cards and reagent red blood cells. According to ortho lot-specific information for 0.8% resolve panel a lot vra436, cells 1, 2, 4, 5, 7, 8, 9, 10 and 11 are negative for e(rh3) antigen, cell 3 is positive and homozygous for e(rh3) antigen and cell 6 is positive and heterozygous for e(rh3) antigen. It follows therefore, that the negative reactions obtained with cells 3 and 6 are not consistent with the expected reactivity of an anti-e(rh3) antibody. A review of manufacturing batch record of lot vra436 was carried out at ortho's manufacturing site and no non-conformances or deviations were identified. The results of all in-process and quality assurance release for sale tests were found to be within specification. Samples containing known specificities of antibody (anti-d(rh1), anti-k(kel1) and anti-fya(fy1)) were tested for antibody identification at ortho's manufacturing site using the indirect antiglobulin test. The tests were performed with retained samples of 0.8% resolve panel a lot vra436 and anti-human globulin anti-igg (rabbit) mts anti-igg card lot 090622001-06. All results obtained were as expected. Retain sample of lot vra436, cells 3 and 6, were tested in tube for the presence of the e(rh3) antigen. At immediate spin, 4+ reactions were observed for cells 3 and 6. Results meets specifications, a minimum reaction of 2+ is required for all positive final readings. Issue described by the customer could not be reproduced. Review of the complaints associated with the red cell reagents manufactured using the same donors as those used to manufacture e(rh3) antigen positive cells lot vra436 was performed. A total of three complaints involving five patients showed a similar profile, missed anti-e(rh3) antibody with both donors. Donor deferrals have been requested. A review of the worldwide complaint databases up to (B)(6) 2023 was performed for 0.8% resolve panel a lot vra436 and, as due diligence for anti-human globulin anti-igg (rabbit) mtst anti-igg card lot 021023001-12 and master bulk lot 021023001. Two other similar complaints for different customers were identified for lot vra436 with call area falseneg/weakreac. (Both also investigated). No other complaint was identified for lot 021023001-12 with related call area. Two complaints were identified for master bulk lot 021023001 with related call area, showing no similar profile to the current complaint. No trend is identified. The assignable cause of the discordant negative antibody identification result obtained by the customer is sample related, the patient anti-e(rh3) antibody being weak and/or at the detection limit of the technique and reagents used and/or associated to the variability of the e(rh3) antigen present on the reagent red blood cells. There is no evidence of any systematic failure of the ortho reagents or analyzer to perform as intended. In mitigation of the discordant negative antibody screening results, the 0.8% resolve panel a instruction for uses states: for antibody detection and identification, different serological methods are optimal for different antibodies. No single antibody screening or identification method optimally detects all antibodies. In some low ionic strength test systems, certain anti-e and anti-k antibodies have been reported to be nonreactive. No other complaint of this type has been received from the customer site since the time of the reported event.

Event description:
Mxp2543316, windchill ra602953 a customer contacted global technical solution center on (B)(6) 2023 after observing what was described as a discordant negative result for antibody identification in indirect antiglobulin test (iat) for one patient using 0.8% resolve panel a lot vra436 expiry date: 08 august 2023 (manufacturing date 06 june 2023). Complainant/complaint reporter name:(B)(6), medical technologist. Event date: (B)(6) 2023. Patient's information: antibody screening positive 1+ with cell 2 being e(rh3) antigen positive (homozygous) (product code 6902316; lot vss478, expiry date 08 august 2023). Patient determined to have an anti-e(rh3) antibody. Patient transfused on 04 july 2023. No further information provided. The customer reported that on (B)(6) 2023, they had tested a sample from this patient for antibody identification in iat using 0.8% resolve® panel a lot vra436 and anti-human globulin anti-igg (rabbit) mts¿ anti-igg card lot 021023001-12 (expiry date: 28 december 2023) in combination with their ortho vision¿ ID-mts analyzer serial (B)(6) equipped with software version 5.12.4 and that they obtained negative reactions with cells 1, 2, 3, 4, 5, 7, 8, 9, 10 and 11 and an indeterminate reaction with cell 6 (manually modified to negative) of the red cell reagent. The customer reported that because of a 1 + positive autocontrol and as the customer does not perform elution, they had sent the sample to their reference laboratory which identified the presence of an anti-e(rh3) antibody. No further detail was provided. The customer reported that no biased result was reported to the physician. The customer confirmed that the patient was not harmed because of this event.